Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case on reservoir tube.

Event description:
It was reported that the customer had bent cannulas, and the insulin pump did not alarm no delivery, which contributed to raise his glucose level to 401mg/dl. The caller stated that he treated his high glucose with manual injections. Troubleshooting was performed. Reviewed the alarm history and found low reservoir, check settings, and battery out of limit alarms, but could not find no delivery alarms. It appears that the customer has a good insertion and site rotation technique. The mother did not have a tubing clamp available at the time and requested a replacement of the insulin pump. The caller mentioned that the reservoir compartment has a crack. Advised the mother to revert to back up plan.